Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The lvad instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Stroke/cerebrovascular accident has been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed via review of the controller log files. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination and functional testing. Dimensional verification of pump (B)(4) showed a slight deviation from the rear housing disc curvature specifications. Based on (B)(4) and the lack of impact on the wet test power consumption; this deviation is not expected to impact pump performance. There was no gross evidence of surface abrasions. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported about a (B)(6) study patient with history of end stage systolic heart failure, iscm (ef 25%), s/p hvad on (B)(6) 2014, cad s/p percutaneous coronary intervention to left anterior descending artery in 2013, afib, glaucoma, cataract removal, hypothyroidism, and pulmonary embolism. Pt presented to hup with low grade fever and left sided chest/abdominal pain. Heparin initiated on (B)(6) 2015 in the setting of subtherapeutic inr of 1.5. Heparin stopped on (B)(6) 2015 with inr trending up. On (B)(6) 2015, pt complained of headache and was treated with (B)(6). An hour later, pt was found on the floor with altered mental status complaining of headache. Pt was able to answer questions appropriately and move all extremities equally, but was lethargic and noted to have a left visual field cut. Head CT revealed a 4.6x3.9cm right occipital/parasagittal parietal intraparenchymal hemorrhage with 5-6mm left midline shift. During transport from CT scan, pt became unresponsive and was taken to CT sicu where he was intubated for airway protection and a central line was placed. Neurosurgery was consulted, but pt was not felt to be a candidate for surgical intervention. Pt's family decided to removed support and pt expired on (B)(6) 2015.patient was a (B)(6) male with history of end stage systolic heart failure, iscm (ef 25%), s/p hvad on (B)(6) 2014, cad s/p percutaneous coronary intervention to left anterior descending artery in 2013, afib, glaucoma, cataract removal, hypothyroidism, and pulmonary embolism. Pt presented to hup with low grade fever and left sided chest/abdominal pain. Heparin initiated on (B)(6) 2015 in the setting of subtherapeutic inr of 1.5. Heparin stopped on (B)(6) 2015 with inr trending up. On (B)(6) 2015, pt complained of headache and was treated with (B)(6). An hour later, pt was found on the floor with altered mental status complaining of headache. Pt was able to answer questions appropriately and move all extremities equally, but was lethargic and noted to have a left visual field cut. Head CT revealed a 4.6x3.9cm right occipital/parasagittal parietal intraparenchymal hemorrhage with 5-6mm left midline shift. During transport from CT scan, pt became unresponsive and was taken to CT sicu where he was intubated for airway protection and a central line was placed. Neurosurgery was consulted, but pt was not felt to be a candidate for surgical intervention. Pt's family decided to removed support and pt expired on (B)(6) 2015. Official cause of death was given as intracranial hemorrhage/hematoma.